Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an f-94 alarm; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with an f-94 alarm was confirmed and reproduced during evaluation. The cause of this condition is due to incorrect configurations settings caused by a defective main battery. The device configuration option settings were reset per the service manual and the battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.